Event description:
An astron self-expanding stent system was chosen for treatment of a moderately calcified lesion with 76 percent stenosis degree in the moderately tortuous iliac artery. The stent was delivered to the lesion, but the stent could not be released. Another stent was used to finish the procedure. The complaint device was used after expiration date.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 10 mm. The stent has been partially released. The distal end of the stent is blocked between the retractable shaft and the distal stent stopper. Stent imprints in the retractable shaft indicate that the stent was initially crimped at its intended position. In the as-returned state the blue safety tab was slightly opened at its proximal end. The release mechanism has been shifted by about 10 mm. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the handling during the preparations for the intervention. It should be noted that the IFU advises the user to exercise care during handling to reduce the possibility of releasing the stent prematurely.